Manufacturer narrative:
The investigation determined that imprecise results were obtained from quality control (qc) fluids using vitros chemistry products amon slides on a vitros 350 chemistry system. An instrument issue was determined to be the most likely cause of the event. A field engineer (fe) performed service actions that included cleaning the incubator and replacing the rotor, evaporation caps, springs and sample metering pump. The fe then ran within run vitros amon precision testing which yielded results within acceptable guidelines indicating that service actions returned the instrument to expected performance. Because the same vitros amon reagent lot performed as expected during the post-service within run precision test, the vitros amon reagent lot 1018-0250-1816 in use can be ruled out as a contributing factor to the event. It is unknown if any cleaning products that contain ammonia were used near the analyzer. Therefore, user error related to contamination with an ammonia based cleaner cannot be entirely ruled out as a contributing factor.

Event description:
A customer reported imprecise quality control (qc) results obtained from vitros liquid performance verifier (lpv) fluids using vitros chemistry products amon slides in combination with a vitros 350 chemistry system. Vitros lpv (lot f6495) result of 92.4 umol/l compared to an expected result of 47.1 umol/l. Vitros lpv (lot g6496) results of 147.4, 147.2, 140.4, 145.0, 144.7, 138.7, 105.2 and 271.2 umol/l. Compared to an expected result of 197.2 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The imprecise results were attained from qc fluids. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).